Event description:
Customer states that this bed had no bed functions so the bed was taken out of service and brought down to the bed shop. The motor cover was taken off and the bed was plugged into an ac outlet. After plugging the bed in, the bed caught on fire and the board became black and charred.